Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned severed in two segments at 32.6 centimeters (cm) from the terminal pin. Electrical testing was performed on the returned segments and found that the electrode was electrically continuous. Microscopic inspections of the electrode body found damage at the severed locations, however, x-ray examination did not confirm evidence of a fracture. This report is being filed to correct the g1mfr site facility name from cardiac pacemakers to boston scientific. This report is being filed to correct the date of the event.

Event description:
It was reported that this electrode exhibited changes in sensing and high out of range shock impedance measurements greater than 400 ohms. It was noted that the patient was hospitalized for an unrelated reason. No noise was able to be produced. Boston scientific technical services (ts) discussed troubleshooting options. A chest x-ray was taken and identified that the electrode was fractured. An invasive procedure was performed. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned severed in two segments at 32.6 centimeters (cm) from the terminal pin. Electrical testing was performed on the returned segments and found that the electrode was electrically continuous. Microscopic inspections of the electrode body found damage at the severed locations, however, x-ray examination did not confirm evidence of a fracture.

Event description:
It was reported that this electrode exhibited changes in sensing and high out of range shock impedance measurements greater than 400 ohms. It was noted that the patient was hospitalized for an unrelated reason. No noise was able to be produced. Boston scientific technical services (ts) discussed troubleshooting options. A chest x-ray was taken and identified that the electrode was fractured. An invasive procedure was performed. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned severed in two segments at 32.6 centimeters (cm) from the terminal pin. Electrical testing was performed on the returned segments and found that the electrode was electrically continuous. Microscopic inspections of the electrode body found damage at the severed locations, however, x-ray examination did not confirm evidence of a fracture. This report is being filed to correct the MFR site facility name from cardiac pacemakers to boston scientific.

Event description:
It was reported that this electrode exhibited changes in sensing and high out of range shock impedance measurements greater than 400 ohms. It was noted that the patient was hospitalized for an unrelated reason. No noise was able to be produced. Boston scientific technical services (ts) discussed troubleshooting options. A chest x-ray was taken and identified that the electrode was fractured. An invasive procedure was performed. The electrode was explanted and replaced. No additional adverse patient effects were reported.